Manufacturer narrative:
Reservoir, model- 720182-01, lot sn- (B)(4), mfg date- 03/01/2018, exp date- 03/01/2018, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to difficulty with pumping the patient will have his inflatable penile prosthesis (ipp) removed and replaced. It was explained that during evaluation the physician noted the pump does not refill after pumping. Should additional information be received a supplemental report will be submitted.